Event description:
It was reported that the right atrial (ra) lead had sensing issues and was unable to capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4). The lead has not been returned to the manufacturer and will not be evaulated at this time.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis of found the conductor portion of the lead flexed and fractured. It was noted that the lead insulation had contained a white substance.